Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of the device history records and service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. As the homechoice machine was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an increased intra-peritoneal volume (iipv) event occurred on a home patient (hp) during use. A care giver (cg) indicated that a low drain volume alarm in the initial drain was bypassed. A test fill was completed, and therapy was resumed. The hp drained 4400ml when draining manually after therapy, which is 1900 ml more than the last fill volume. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.